Manufacturer narrative:
Concomitant medical products: 503458 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator system due a suspected pocket infection. The patient was treated with antibiotics and a replacement system will be implanted upon resolution of the infection. No further patient complications have been reported as a result of this event.